Manufacturer narrative:
Date sent: 09/04/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after firing the clip, the jaw could not be opened. Another device was used to complete the case. There were no adverse consequences to the pt.